Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided: the external condition of the box upon receipt was intact. There were no unusual sounds or shifting inside the box when handling it. Items inside were not properly sealed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed; however, the exact root cause could not be determined. Two powermidline catheter kits were returned for evaluation. An initial visual observation revealed the seals on the bottom of the packaging were compromised. Adhesive residue consistent with the sealing process was observed on the clear plastic portion, indicating that the packaging was properly sealed during manufacturing. The seals along the sides and top of both packages appeared intact. The possible causes for the observed seal damage include the packages being subjected to compressive force during transportation or storage. Therefore, the exact root cause is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the kit was open before anyone physically opened it. It was reported this occurred with 2 devices. This report addresses both devices.